Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent emergent treatment of a leaking 8 cm abdominal aortic aneurysm with four gore excluder aaa endoprostheses. It was reported that after the plc271200 was implanted and a left distal type I endoleak was identified, a pxa280300 was implanted for distal extension on the plc271200. Final angiography showed no evidence of endoleak. It was reported the patient tolerated the procedure, but remained in intensive care. On (B)(6) 2014, the patient was reportedly still in the hospital when his condition started to worsen. It was reported that follow-up imaging showed a distal type I endoleak with aneurysm enlargement (amount unknown), and the aneurysm appeared close to rupture. The endoleak was reportedly caused by the patient¿s tortuous anatomy and the anatomy remodeling after implant. The same day, an intervention was performed to treat the endoleak. The left hypogastric artery was coil embolized, and the left side was extended from the iliac bifurcation into the external iliac artery. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.